Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim x2 user guide states: the disposable cartridge is filled with up to 300 units of u-100 insulin and attached to the pump. The cartridge is replaced every 48¿72 hours.

Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer had used the insulin beyond labeling. Customer loaded a new cartridge to address the issue. There was no reported adverse impact.